Manufacturer narrative:
Device was not returned to the MFR therefore, no method, results or conclusions could be determined.

Event description:
Pt has presented to a different surgeon than the one who implanted the cervical plate sys 3 yrs after the original implant date. This surgeon does not use ortho development's prod and the only info we have been able to obtain is that this surgeon is going to fuse the levels above and below the existing plate which necessitates the removal of ortho development's plate sys. We will not be able to obtain any further info due to hippa concerns.